Event description:
New information notes that the programming changes were made on the device resolving the issue. No patient consequences.

Event description:
It was reported that the pacemaker exhibited incorrect measurement of false elective replacement indicator. No intervention was performed. No patient consequences.